Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the distal bend relief requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott technical services representative. The account communicated that the patient¿s driveline silastic is separating from the metal connector requiring a clamshell repair. According to the account, the clamshell repair was completed on 24aug2021 the patient remains ongoing on heartmate ii lvas, serial number (B)(6). The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. Heartmate ii lvas IFU, rev. C, is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas patient handbook, rev. C, is also available. The heartmate ii lvas patient handbook addresses how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 07oct2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the silastic was separating from the metal connector. On (B)(6) 2021, the patient underwent a clamshell repair. No additional information provided.